Event description:
It was reported that a dr. Lodged a complaint to the surgical director at the (B)(6) hospital regarding ppho3 stapler. He claimed that it failed on one of his patients who was taken back to theater after a stapled hemorrhoidopexy procedure using pph03 stapler. The procedure was done and patient was discharged home. Patient came back to casualty with per-rectal bleeding, returned back to theater for an examination under anesthesia, he stated that he could clearly see that the staples had not completely formed and some had given way upon redo proctoscopy.

Manufacturer narrative:
(B)(4). Date sent 1/13/2025. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.